Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported of a bent electrode. The customer's blood glucose reading was 121 mg/dl. The customer reported the sensor to appear retracted or damaged. The sensor will not be returned for analysis.